Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, but the device appeared to be outside the laa and in the pericardial space. Transesophageal echocardiogram (tee) imaging showed that there was a moderate pericardial effusion resulting from a perforation of the laa. A pericardiocentesis was performed with 800cc of blood removed and auto transfused back into the patient. The patient's vital signs remained stable while they were being treated. The patient was brought to the operating room where an open-heart surgery was performed. During surgery the perforation was sutured and the laa was ligated. The patient was transferred to the cardiac intensive care unit to recover from surgery and this event. The patient will remain in the hospital for three (3) days to make a full recovery before they will be discharged home.